Event description:
It was reported by the customer that a pyxis medstation es system 5east pavilion tower door failed. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the tower door failure. A field service engineer found it was a ghost failure and required emergency release. He released emergency latch and cleared error message. The system functioned as intended as the field service engineer troubleshooted the device.